Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis it was noted that the lens was cracked and the cable was cut, but functional. Both the upper case and the cable were replaced to resolve. (B)(4).

Event description:
It was reported that the radiofrequency programmer head returned as an associated device subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.